Event description:
As reported by customer when a quantum maverick 2.75x20mm balloon was deflated after being inflated, the pressure wasn't able to be decreased using an encore inflation device. The procedure was completed with another encore device. There was no pt injury. The used device will be returned for evaluation.